Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of an inguinal hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s injury cannot be determined; however, it was determined the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having a hernia. There was an allegation this adverse event was due to the use of pd fluid in the initial reporting by the patient. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with an inguinal hernia during a hospitalization in early (B)(6) 2024 (exact dates of admission and discharge unknown). It was explained the patient began to complain of lower abdominal pain during activities of daily living in early august 2024 (exact date symptoms first presented unknown). It was affirmed the patient¿s symptoms were not initially present during or around the time of a pd treatment. Furthermore, pd therapy did not exacerbate the patient¿s mild symptoms of the hernia during pd therapy. The patient was advised to report to the emergency department where he was admitted to the hospital. The patient was diagnosed with an inguinal hernia due to unknown etiology via medical imaging while hospitalized. The patient was sent for surgical consult, and it was determined by the surgeon that a repair procedure was unnecessary at the time of hospitalization. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged to home as he opted to transition to in-center hemodialysis (hd) for renal replacement therapy post-discharge. The patient is scheduled to have his pd catheter (not a fresenius product) removed in an outpatient procedure since the patient has chosen not to return to ccpd therapy. It was confirmed that there was no indication the patient¿s inguinal hernia and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy without incident post-discharge.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having a hernia. There was an allegation this adverse event was due to the use of pd fluid in the initial reporting by the patient. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with an inguinal hernia during a hospitalization in early(B)(6) 2024 (exact dates of admission and discharge unknown). It was explained the patient began to complain of lower abdominal pain during activities of daily living in early (B)(6) 2024 (exact date symptoms first presented unknown). It was affirmed the patient¿s symptoms were not initially present during or around the time of a pd treatment. Furthermore, pd therapy did not exacerbate the patient¿s mild symptoms of the hernia during pd therapy. The patient was advised to report to the emergency department where he was admitted to the hospital. The patient was diagnosed with an inguinal hernia due to unknown etiology via medical imaging while hospitalized. The patient was sent for surgical consult, and it was determined by the surgeon that a repair procedure was unnecessary at the time of hospitalization. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged to home as he opted to transition to in-center hemodialysis (hd) for renal replacement therapy post-discharge. The patient is scheduled to have his pd catheter (not a fresenius product) removed in an outpatient procedure since the patient has chosen not to return to ccpd therapy. It was confirmed that there was no indication the patient¿s inguinal hernia and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues in-center hd therapy without incident post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.